Event description:
It was reported the patient's implant procedure on (B)(6) 2012 had to be aborted as anesthesia was needed to stabilize high blood pressure. Signs and symptoms included nausea and chest pain. It was reported the event resulted in a prolonged existing hospitalization. The outcome was reported as "resolved without sequela" on (B)(6) 2012.

Manufacturer narrative:
(B)(4).